Event description:
Less than 1 day old male infant being transferred from birth hosp to pediatric regional care facility for management of respiratory failure. This exhalation manifold had been substituted by respiratory therapy dept. As part of disposable transport ventilator circuit. Pt would not allow ventilator pressures to be achieved - calibrated to reach peak respiratory pressure = 40 cm water - not sufficient for this pt. When pt placed on circuit, highest peak respiratory pressure reached was 23 cm water and pt experienced bradycardia & decreased oximetry readings to 83%. Removed from imv & hand ventilated enroute to referral ctr for 35 min.